Event description:
Customer reported the device was unexpectedly found turned off during a hydromorphone infusion, which caused the patient to go several hours without the medication. Treatment consisted of a bolus of the med at a higher dose. Customer requested a log review to determine if the pump was shut off or it turned off by itself. There was no patient harm. No additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested and all available information is included. Review of the event logs indicated that the pca had originally been set up the prior day ((B) (6) 2010) and had been used in pca only mode delivering numerous dose requests up until 6:12 am the following morning when the alaris system was powered down. A pump module and the pca were attached to the pc unit. The user turned them off as a system. According to the log, the system was almost immediately powered back on and the attached pump was progammed and restarted, but the pca was left idle. At 8:13 am the pca was restored and restarted and the infusion then continued. The device was found to have been turned off by the user; therefore, it was unable to deliver the pca dose requests made by the patient.